Event description:
The doctor performed this knee as the second knee of a time separated (right knee (B)(6) 2008) bilateral tka. Guides not being returned. The doctor felt the guides were seated correctly. The post-op x-rays show a flexed femoral component.

Manufacturer narrative:
Method - segmentation review, planning review, jig design review, x-ray. Results - segmentation review - showed good surface contact medially, laterally and within the trochlear groove. There is an approximate 3.1 allowance for cartilage. Planning review - performed to specifications using current work instructions. Jig design review - guides mfg to specifications using current work instructions. X-ray shows the tibial component is in varus alignment approx 5 degrees and the femoral component is in about 7-8 degrees valgus orientation. This results in a relatively straight leg, but the f/e gap is slightly asymmetric if this is a weight bearing film. If the film is non weight bearing, this may only represent a little lateral laxity or poor positioning. Conclusion - root cause is due to the pre-op planning was incorrect and the guides flexed.